Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Event details: foreign matter at the tip of syringe.

Manufacturer narrative:
(B)(4). Follow up. A report was received indicating the presence of foreign matter at the tip of a syringe. As the physical sample was not returned, a comprehensive evaluation could not be conducted. To support the investigation, two photographs were provided and reviewed by our quality team. The images depict dark-colored specks located at the bottom of the syringe barrel, with one image also showing the top web of the blister packaging. Based on the photographs alone, it is not possible to determine whether the specks are embedded. No additional defects or abnormalities were observed. A review of the device history record (DHR) was completed for material number 302830, lot 4122288. The review found no quality issues or deviations during the manufacturing process that could be linked to the reported condition. Additionally, there were no related quality notifications, and all processes and final inspections were performed in accordance with specification requirements. To date, no similar incidents have been reported for this lot. Based on the photographic evidence, the reported condition has been confirmed. However, in the absence of the physical sample, it is not possible to determine a probable root cause.